Event description:
Consumer reports needle of syringe broke off in abdomen after injection. Went to ER and had needle removed.

Manufacturer narrative:
No product return is anticipated, consumer discarded actual syringe and used the remaining syringes in box unable to perform complaint history check as lot number is unknown. Will continue to monitor on monthly trend reports.